Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: although units were not returned for investigation, photos were provided for observation of this incident. The photo revealed nexiva product which consisted of the catheter/adapter and extension tubing assemblies; the extension line assembly was separated from the catheter/adapter assembly. Also in the photo there were three needle assemblies that were disengaged and pulled back into the tip shield and other miscellaneous medical items. All the items in the photo had traces of thick media present. DHR and sap (qn) database reviews; were not conducted for this investigation because a lot number was not provided. Investigation conclusion: although units were not returned for investigation, photos were provided for observation of this incident. The photo revealed nexiva product which consisted of the catheter/adapter and extension tubing assemblies; the extension line assembly was separated from the catheter/adapter assembly. Also in the photo there were three needle assemblies that were disengaged and pulled back into the tip shield and other miscellaneous medical items. All the items in the photo had traces of thick media present. Root cause description: manufacturing: the defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. (B)(4) was opened to investigate the separation adapter from tubing complaints and implement corrective actions.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had separation. The report is as follows, "one of our nurses was placing an i.v. And she had the tubing from the 20g x 1â¿? Nexiva fail. It detached and as you can see from the attached picture blood came out of the tubing. The patient is fine and she had to use another nexiva. Do you need this information for the vendor in the form of reporting? There was no required eors to fill out. We just wanted to make you aware in case there was a process to follow with warehouse items."